Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and two right ventricular (rv, models 6947 and 4086) leads due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted into the 6947 rv lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath, the 6947 rv lead was extracted successfully. Next, a spectranetics lld ez was inserted into the ra lead. Using the same glidelight and visisheath, advancement was made to the tip of the lead; however, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, bypass, and sternotomy. A perforation, beginning in the innominate and extending through the superior vena cava (svc) to the ra was discovered. Due to the poor condition of the vessels, the repair was difficult, but eventually completed, with no further attempts to extract the ra lead. The physician did not attempt to unlock the lld ez from the lead, and the ra lead and lld ez were cut and capped and remained in the patient (MDR #3007284006-2024-00042). The 4086 rv lead remained in the patient, with no attempts at extraction. Unfortunately, the patient died the following day, on (B)(6) 2024. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.